Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D11: unknown femoral component 00598802011 - stem extension - 63137826, 00599403023 - articular surface - 62474998, 00598801114 - stem extension - 62093374. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The DHR was reviewed and no discrepancies relevant to the reported event were found. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: left total knee arthroplasty with hinged prosthesis and possible loosening of the tibial and femoral components. A definitive root cause cannot be determined. Per package insert for nexgen cr, ps, cra, lps and lcck knee : loosening is known adverse effect of the system. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-03007.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Report source: (B)(6).

Event description:
It was reported that approximately 3 years post implantation, the patient was revised due to implant loosening. Attempts have been made and no further information has been provided.